Event description:
During incoming inspection, the distributor rejected this device, 138114a, goldline,btn,hols,ext.blade, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received fifty 138114a in original packaging. Lot numbers were verified. Evaluation performed on thirteen samples. Performed a visual inspection, the device was encroaching the seal and there was an obvious hole in some of the packaging. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. A likely cause for this event is due to shipping and handling. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 50 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 242 reports, regarding 1,172 devices, for this device family and failure mode. During this same time frame 8,821,547 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised: sterility guaranteed unless package has been opened, broken, or damaged. We will continue to monitor for trends through the complaint system to assure patient safety.